Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Review of the most recent repair record determined the swivel was leaking air and the calibration was out at the 0 reading. The device was calibrated properly and the, motor, swivel, poppet assembly, machined head, control bar/shaft, and various bearings were replaced and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item(s)/part family and no additional complaints for the reported part and lot combination(s). Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the device is non-functional and has no power before surgery case. Evaluation of the device later revealed an air leak. No adverse events were reported as a result of this malfunction.